Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant inr results on a coaguchek xs meter with an unspecified serial number compared to an unknown laboratory method. The result on the meter was 5.7 inr. The result "at the hospital" from an unknown method was 4.4 inr. The result from the laboratory was 4.26 inr. All 3 results were obtained within an hour. The patient's therapeutic range is 3.5 - 4.5 inr. There was no allegation that an adverse event occurred. The patient is not taking any antibiotics or painkillers that might affect inr results. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.